Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. Concomitant medical product: unknown knee femoral, cat#: unk lot#:unk, unknown knee bearing, cat#: unk lot#:unk, unknown tibial trays, cat#: unk lot#:unk, unknown knee stem, cat#: unk lot#:unk, seg male-female taper 30 mm length item#00585004603 lot#63146916. No devices were received; therefore the condition of the components is unknown. A compatibility check was not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history search was not conducted. It was reported that the bladder infection occurred due to immobility and possible nostril catheter. It is highly unlikely that the specified device caused any patient infection. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see reports 0001822565-2017-06547, 0001822565-2017-06560, 0001822565-2017-06561, 0001822565-2017-06562, 0001822565-2017-06564, 0001822565-2017-06894.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Reported event was confirmed by review of operative notes provided. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Medical product: item # 00585001302, lot # unk, zimmer distal femoral component; item # 00585003020, lot # unk, zimmer segmental articular surface; item # 00585001395, lot # unk, zimmer insert tib seg poly szc lt; item # 00598801515, lot # unk, nexgen stem extension sharp fluted; item # 00585205013, lot # unk, zimmer segmental fluted stem extension; item # 00585007013, lot # unk, zimmer segmental femoral hinge service kit ; item # 00585004603, lot # unk, zimmer segmental segment with male/female taper; item # 00597206532, lot # unk, nexgen all poly patella; item # 00111214001, lot # unk, osteobond dough-type radiopaque bone cement; item # 00585204030, lot # unk collar tm seg 9-16mm 30mm. This bone cement is manufactured at heraeus medical and distributed through zimmer orthopedic surgical products. Multiple MDR reports were filled for this event: 0001822565-2018-05791; 0001822565-2018-05792; 0001822565-2018-05794; 0002648920-2018-00755; 0001822565-2018-05795.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown knee femoral, cat#: unk lot#:unk. Unknown knee bearing, cat#: unk lot#:unk. Unknown tibial trays, cat#: unk lot#:unk. Unknown knee stem, cat#: unk lot#:unk. The product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see reports 0001822565-2017-06560, 0001822565-2017-06561, 0001822565-2017-06562, 0001822565-2017-06564.

Event description:
It was reported that after a knee arthroplasty revision that the patient developed a bladder infection due to his immobility and possible nostril catheter used during a recovery. After the knee revision the patient was in extreme pain and went to an emergency room for treatment. His leg was immobilized for another two weeks after the revision and he developed the bladder infection.